Event description:
It was reported that prior to surgery, it was notice that a component was missing and the attachments were loosened on the universal modular electric/battery double trigger handpiece. There was no patient harm or delay reported. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.